Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-jan-2022, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 08-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported pain with a burning sensation in the area near the ins pocket. The pocket was located in the upper part of the right buttock. This pain limited the patient's daily activities such as walking, standing, and working. No external factors were reported by the patient. Lumbar radiography was done in (B)(6) 2018, and the healthcare professional (hcp) did not find alterations. Thorax cervical radiography and "tac" was done in (B)(6) 2018, and the hcp did not find alterations. The hcp performed myoneural blocks in the pocket area with no pain relief. Patient handled with buprenorphine, lidocaine patches, oral neuromodulators, nonsteroidal anti-inflammatory drugs (nsaids) were not used because they were contraindicated. The patient also reported pain in the lumbar, dorsal, and hip regions. The hcp did not find alterations with the lumbar radiography done in (B)(6) 2018. The thorax cervical radiography and "tac" done in (B)(6) 2018 showed that both leads were positioned at the posterior level. The right lead in its trajectory passed to the anterior region of the spinal canal and at the level of the fifth thoracic vertebrae (t5) again it returned to the posterior region of the canal. The hcp performed myoneural blocks in trigger points with no relief. Again, patient handled with buprenorphine, lidocaine patches, oral neuromodulators; nsaids were not used because they were contraindicated. The ins and both leads were explanted, and the issue was resolved. The event did not lead to or extend patient hospitalization. The patient was alive with no injury. The issue occurred during normal use. Images of x-rays and CT scans were provided.